Manufacturer narrative:
The patient saw her doctor for rib pain and had an x-ray on (B)(6) 2017. The patient had another x-ray on (B)(6) 2017 and was diagnosed with broken ribs. The patient is returning the device. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required. This is a serious injury per FDA definition.

Event description:
Hill-rom received a report from the account stating the vest broke the patient's ribs. The device was located at the account. There was a patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).